Event description:
See initial report.

Manufacturer narrative:
H10: the unit was returned to manufacturer site for a detailed investigation: it was opened, cleaned, checked and tested. The reported issue could not be reproduced. Calibration and functional verification testing was completed without issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
The unit was returned to the manufacturer's site for repair: it was opened, cleaned, checked, and tested. Livanova technical service did not confirm the reported issue and no deviation was observed. The unit was found to be functional and was returned back into service after calibration. The complaints database review pointed out that no further issues have been submitted for this unit since its installation in 2008. Based on the above, it cannot be ruled out that no intrinsic deviation of the device occurred and the most likely root cause is related to a functional check failure during the user test. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that s5 gas blender system did not pass preventive maintenance since measured flow was out of specifications. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in (B)(4), austria. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.